Event description:
This is a report from baxter (B)(4) of a breach in the sterile fluid path of a bag. The reported condition occurred during use. No patient injury or medical intervention occurred. This is report 1 or 2.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of breach in the sterile fluid path was confirmed. The actual sample was evaluated with visual inspection and leak test. The defect was determined to be leak at the port tube seal. The cause was determined to be weak welding in the port tube due to wear of the sealing components. The manufacturing facility has replaced the components and implemented leak testing under water. (B)(4).